Event description:
In 2006 the lay-user/reporter contacted lifescan alleging that the pt's one touch ultra meter would not turn on. The reporter stated that her husband never uses his meter to test his blood glucose due to the pain experienced with picking his fingers. However, the pt does self-admin daily insulin injections. He takes 30 units of "70/30" insulin in the morning and before bedtime. "Tolinase" (unk dosage) before bedtime. In 2006 the reporter believes the pt decided to skip his morning does of insulin. At around 6:30pm, the pt ate a small dinner. Before bedtime at 8:00 pm, the pt gave himself the 30 units of "70/30" insulin. Within 5 mins, the pt became "weak, disoriented, and couldn't stand". The reporter immeidately thought his blood glucose was too low from previous experiences of him having hypoglycemic episodes. She gave him a few tablespoons of sugar and milk. She attempted to test his blood glucose with the meter but it would not turn on. Within 10 mins, the pt's symptoms went away. The next morning, the reporter took her husband to see his dr to be checked. His blood glucose was tested using an unk device and got a reading "over 600 mg/dl". The pt was given an IV and 2 insulin injections (unk type/dose). Prior to being discharged the same day, the pt's blood glucose registered at "347 mg/dl". After speaking to the customer care advocate (cca), the reporter changed to the meter's battery which the power issue. The meter, test strips, and control solution were replaced. This complaint is being reported since the pt was unable to use the meter while he had symptoms and the reporter treated the pt for hypoglycemia but the next day, he received med treatment for hyperglycemia.